Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the left ventricle (lv) lead exhibited high capture threshold. The lv lead was observed under x-ray imaging and was found to be dislodged. The physician decided to reposition the lv lead. During procedure, the atrial lead (ra) exhibited high capture threshold and unspecified sensing issue. The ra lead was explanted and replaced, while the lv lead was successfully repositioned. The patient was in stable condition.